Event description:
It was reported that the bd omnitrope® pen 10 jammed while attempting to perform the injection, and the medicine remained in the vial. The following information was provided by the initial reporter: "plunger stuck consumer stated when he goes to give himself a shot the pen keeps jamming and the medicine is still in the vial."

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
(B)(4). Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd omnitrope® pen 10 jammed while attempting to perform the injection, and the medicine remained in the vial. The following information was provided by the initial reporter: "plunger stuck consumer stated when he goes to give himself a shot the pen keeps jamming and the medicine is still in the vial."